Event description:
It was reported through an implant card that vns patient was explanted of both generator and lead due to high lead impedance. At the moment attempts to obtain further information regarding the event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event, corrected data: initial report inadvertently listed incorrect event date.

Event description:
Additional information was received from the treating nurse indicating no x-rays were taken. The event was not related to any patient trauma or manipulation, but rather to fibrosis.